Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that the zimmer skin graft mesher was messing up graft. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was messing up the graft. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review for serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review for serial number (B)(4) was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was on march 23, 2016 when the cutter was returned with the mesher (serial number: (B)(4) and the cutter produced an incomplete sample mesh. The collars, bushings, gear and pins were all replaced. The cutter still produced an incomplete cut, so the cutter was deemed non-repairable. Product review of the skin graft mesher on may 25, 2018 revealed that the device was within calibration specifications and produced a passing sample mesh. The side plates showed signs of wear. The roller was worn and galled on the ratchet end. The 1.5:1 cutter failed to produce a passing sample mesh. Repair of the air dermatome has not been performed by zimmer biomet surgical at the time of this investigation since the customer has not made a decision on the aged repair quote. The reported event was confirmed since during initial inspection the returned cutter failed to produce a passing sample mesh. The cause of the device messing up grafts was due to the damaged cutter. The root cause of the device messing up grafts could not be determined with the provided information since it is unknown how the cutter became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.